Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) failed incoming functional testing due to contaminated battery contacts. It was also indicated that the upper and lower cases were broken and that the ring attachment was missing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.